Event description:
As reported by the user facility: nurse received nsi (needle stick injury) to finger when stylet was removed and clip did not cover tip of needle. Patient & nurse were tested-lab results not back yet. Facility protocol for nsi was followed. Additional information provided by the facility indicated that the nurse is fine and all protocol bloodwork testing results are negative.

Manufacturer narrative:
The actual introcan safety needle with clip involved in the incident was returned to the manufacturer to be evaluated. The safety clip was located on the shaft of the needle and had not deployed to the tip. The long arm of the clip was pushed off the side of the needle. The leg of the long arm was bent (damaged). The catheter was not returned for evaluation. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available information has been provided to the another country's manufacturer.